Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements, low amplitude measurements, noise, oversensing, and pacing inhibition with no asystole. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.